Manufacturer narrative:
The lens was inserted and removed. Device evaluation: the lens was received inside the daisy wheel and no damages were observed. The reported issue was not verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints for this production order number has been received. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Event description:
It was initially reported that after an ar40e lens was implanted it was removed because of complication during surgery. Through follow-up it was learned that during surgery, when the implantation of the intraocular lens (iol) was almost completed, the surgeon had to perform a vitrectomy. For this reason, the lens was removed from the patient's eye. Reportedly, another lens, with the same diopter size, was implanted as a replacement during the same surgical procedure. The patient was discharged and was reported doing well. No further information was provided.